Event description:
It was reported that during a hysterectomy procedure, the active blade broke on two devices. An error code also appeared on both devices. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/29/2007. Information anticipated, but unavailable at this time.